Manufacturer narrative:
Contd. D10 dtmc2qq cardiac resynchronization therapy defibrillator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed autonomous cursor movement as the cursor was moving and jumping around the screen. It was noted that the programmer emergency mode had been activated, an emergency shock had been selected and confirmed, and the inappropriate shock delivery had been prevented by switching off the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: section h6: fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer displayed autonomous cursor movement as the cursor was moving and jumping around the screen. The finger touch was working correctly with no issues noted. An electromagnetic interference repair was preformed as a preventative measure. It was also determined at analysis that the tip of the stylus was broken, the stylus did not work. The cooling fan was noisy. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the programmer was returned for evaluation.